Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture was noted on the monitor. An interrogation report showed multiple ventricular high rate events that all appeared to be noise and high impedance on the right ventricular (rv) lead. Another interrogation was done and also showed several impedance measurements out of range and large number of ventricular high rate events " which all appeared to be due to noise." The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.